Event description:
It was reported by the affiliate that (3) 511sd were used during a lap cholecystectomy procedure. It was reported by the affiliate that the lap chole, trocar outer seals failed during the procedure. The gas escaped and the instruments were exchanged for a new one during the procedure. No adverse pt outcome.